Event description:
It was reported that the customer called back to upgrade the insulin pump. Customer has had frequent battery changes and has had to restart the rewind and the prime to complete. There have also been unexplained no delivery alerts. Customer declined speaking to the help line. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.